Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm approximately fourteen months ago. It was reported that the patient was treated for a type ib endoleak. The type ib endoleak was from both right and left common iliac arteries. There was no proximal endoleak. The patient's right iliac had dilated and the graft appeared to have pulled up into a larger part of the iliac. The physician extended with a 16x24x156 from the flow divider down to the right hypogastric artery to seal just over 2 cm. The left common iliac had dilated to over 3 cm in diameter. The physician plugged the left hypogastric artery and extended into the left external with a 16x13x199 and a 13x13x82. The patient's abdominal aortic aneurysm had enlarged, but was asymptomatic. The endoleaks resolved post procedure and the patient is fine. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, migration). Patient's condition affected effectiveness of device (disease progression; iliac dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression; iliac dilatation).